Event description:
Update rec¿d (B)(6) 2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records prior to revision the patient was also experiencing patellar clunk and instability. At revision the patient's insert and patellar were found to be worn. The patient's patellar and femoral component are being reported at this time. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Medical records and x-rays were received and reviewed. From a medical perspective, based on the information available to be reviewed in the medical records, the complaint is not product related. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain.